Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the blood glucose (bg) level was 546 mg/dl and boluses via the pump were delivered to address bg. The customer was vomiting. The pump supplies were changed. The cause was not known. Paramedics transported the customer to the hospital. The customer was admitted. While in the emergency room, no device issues were found with the pump or infusion set site. The customer was treated with an insulin drip, potassium and magnesium. The customer was discharged 2 days later with the high bg resolved. Tandem technical support performed a system check and no device issues were found. The customer performed a full pump supply change.

Manufacturer narrative:
Upon follow-up, the customer was reviewing alternate infusion sets and had resumed pump therapy.